Event description:
Pt experienced a laceration to his abdominal aorta in the process of undergoing a laperoscopic surgery. (Laparoscopic nissen fundoplication) after insufflation of the abdomen and placement of trocars, pt developed severe hypotension and was found to have massive bleeding from a laceration of the infrarenal aorta.